Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient was admitted to the hospital on (B)(6) 2023 for fungal peritonitis. Additionally, the patient had a blockage in the pd catheter (not a fresenius product). The pd catheter was removed. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient was admitted to the hospital on (B)(6) 2023 for fungal peritonitis. Additionally, the patient had a blockage in the pd catheter (not a fresenius product). The pd catheter was removed. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Additional information: d.9.,h.3. Available to return for investigation. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Valve actuation test passed. System air leak test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient was admitted to the hospital on (B)(6) 2023 for fungal peritonitis. Additionally, the patient had a blockage in the pd catheter (not a fresenius product). The pd catheter was removed. Attempts to obtain additional information were unsuccessful.

Event description:
A peritoneal dialysis (pd) patient's spouse reported the patient was admitted to the hospital on (B)(6) 2023 for fungal peritonitis. Additionally, the patient had a blockage in the pd catheter (not a fresenius product). The pd catheter was removed. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization and pd catheter removal. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler with cycler set and the peritonitis event. The patient¿s spouse reported the peritonitis was classified as fungal. Causes of fungal contamination include breaks in sterile technique when connecting peritoneal catheters to bags of dialysate, infections at the cutaneous site of catheter entry, intestinal perforation, and transmigration of fungi across the bowel wall into the peritoneum. The international society of peritoneal dialysis (ispd) recommends immediate catheter removal when fungi are identified in the pd effluent. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.